Manufacturer narrative:
During an internal review on 30-oct-2024, noted a correction to the 3500a initial under the ¿d10. Concomitant medical products and therapy dates¿ section as should have included ¿unk sheath¿. However, the additional information on 10-oct-2024 provided the sheath information. Therefore, processed the d10. Concomitant medical products and therapy dates section accordingly. Additional information was received on 10-oct-2024. The octaray mapping catheter was through a 8.5 fr. Sli (abbott ref: 406849, lot number: unknown). The qdot micro, bi, tc, d-f was through a 8.5f sheath with curve viz smc. D4. Primary UDI number, h4. Device manufacture date and d4. Expiration date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure octaray mapping catheter and a string like substance wrapped around the splines issue occurred. The catheter splines were stuck together on the carto 3 system during the procedure. No error codes on the carto 3 system. They removed the catheter and discovered a string like substance wrapped around the splines of the catheter. The catheter was replaced and the issue resolved. No patient consequence reported. Additional information was received on 06-sept-2024. To clarify, the material was on the octaray mapping catheter. The physician felt resistance while introducing or retracting the catheter from the sheath. The catheter is already packed up and therefore, unable to take a picture. The material was white in color and stringy and wrapped around the octaray mapping catheter several times. The physician believes it could be part of the chordae of the tricuspid valve but wants to confirm it is not part of the catheter. Part of the material was sent to pathology at the hospital as well, but the caller has not received additional information about what was found. No damage to the catheter was noted. No lifted nor damaged electrodes. No adverse event occurred. The resistance was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The string like substance wrapped around the splines was assessed as MDR reportable.

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure octaray mapping catheter. The catheter splines were stuck together on the carto 3 system during the procedure. No error codes on the carto 3 system. They removed the catheter and discovered a string like substance wrapped around the splines of the catheter. The catheter was replaced and the issue resolved. No patient consequence reported. Additional information was received. The physician felt resistance while introducing or retracting the catheter from the sheath. The bwi product analysis lab received the device for evaluation on 01-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and dimensional test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No foreign material was observed during the inspection. The splines were reviewed in detail and no bent, kinked, or lifted electrodes were observed. No damage was observed in the spline. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The resistance and foreign material issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).